Event description:
Boston scientific received information that this patient visited the hospital after hearing their device beep and during interrogation, the left ventricular (lv) lead and device were found to have exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The physician believes that the lv lead might be fractured, however this has not been conclusively determined. The patient¿s system was reprogrammed and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information provided from the field indicates that the suspected lv lead fracture was conclusively confirmed via x-ray. Surgical intervention was performed and the lv lead abandoned and replaced. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.